Manufacturer narrative:
(B)(4).

Event description:
Received information, the patient was experiencing anterior stimulation in the torso. This was occurring on the 8-15 electrodes. This sensation started to change over a month ago. No medical procedures were reported. Impedances >10,000 ohms on electrodes 8-15. Retested with increased default setting and readings still over 10,000. Increased default settings impedances over 20,000 ohms on 9, 10 and 15. Electrode 11 is 17,000 ohms. Additional information has been requested and if received a follow up report will be sent.